Manufacturer narrative:
(B)(4).

Event description:
It was reported review of an electrogram revealed low level, high frequency noise that was inhibition pacing. Myopotential oversensing was discussed as a possibility. Turning off the low frequency attenuation filter and conducting an induction testing were recommended. The patient will be monitored with routine follow-up. No further information is available.